Manufacturer narrative:
Mentor received additional event information that the patient had undergone replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505004bc, left lot-serial # (B)(6). If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with 500cc mentor memorygel breast implant experienced left-sided implant rupture postoperatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2020.

Manufacturer narrative:
Mentor received additional event information that the patient¿s device implantation date was (B)(6) 2016 for a primary breast reconstruction, and the patient presented with excess skin on the left side of the chest and asymmetrical breasts. This medwatch report is for the left-sided implant. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual inspection, the device was found to be ruptured and incomplete. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).